Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in ane, the md was unable to advance the guide wire through the introducer needle due to severe resistance. As a result, the md removed the guide wire and found the wire had kinked. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.